Manufacturer narrative:
Product ID: 9735762, version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
An initial review of the returned system archive by medtronic technical services found poor tracer technique by the user.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. There was no indication that a software anomaly contributing to the reported behavior. The software appeared to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon felt 1 centimeter inaccurate in the sagittal view. It was noted the axial and coronal views were accurate. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.